Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during dwell one, while the hp was connected. During troubleshooting, it was determined that the hp had an open clamp on an unused supply line. The technical service representative (tsr) had the hp disconnect and cycle the power on the hc device. The tsr advised the hp to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an open clamp on an unused supply line was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. It also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.